Event description:
The arterial line clotted off on the 8 fr. Iab and the dr was unable to aspirate blood from the inner lumen. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: unknown - reported 09/23/1998. Pt's current status; unk - reported 09/23/1998.